Event description:
It was reported that the customer's insulin pump has a deep scrape on the screen. Customer's blood glucose level at the time 161 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. (B)(4).